Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 around 2:15 am while wearing the device. Per the downloaded ECG and flag data, the patient went into asystole around 2:11:52 am. Asystole is considered a non-shockable rhythm. Between 02:14:15 and 02:15:06 am, the patient experience a defibrillation event consisting of three treatment shocks. The rhythm at the time of treatment shocks was asystole. Oversensing of a low-amplitude cardiac signal contributed to the false detections. It was reported that the patient was sleeping in her hospital room at the time of the event. The patient's daughter was present at the time. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments.